Manufacturer narrative:
Product ID: 3587a, lot# l51927, implanted: (B)(6) 1998, explanted: (B)(6) 2013, product type: lead. Product ID: 3550-09, lot# lb3772, implanted: (B)(6) 2003, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).

Event description:
It was reported the patient never had therapeutic effect, or proper coverage with stimulation. It was stated that during implant the healthcare provider could not get the lead in the "proper place and there was nothing he could do about it." It was also noted for the patient to get pain relief in his foot, he had to turn up the stimulation "so high that it affected his abdomen/ribs." It was noted a lead/implantable neurostimulator (ins) replacement was planned for (B)(6) 2013. It was also reported the patient received stimulation in the wrong location. It was stated the device "never really worked well" ever since the implant in 2003. It was also stated by the patient that the healthcare provider said he "didn't get the lead in the right location, so it probably wouldn't do him any good." It was stated they will implant another ins and lead if the table trial goes well. It was also reported that the manufacturer representative reprogrammed the patient's existing ins and easily got stimulation down to his ankle, but stimulation was strong in leg to reach foot. There was no abdominal stimulation reported. It was stated the patient had a new ins placed and new lead placed below existing lead. It was noted three groups covering the entire pain area were programmed post procedure. Reportedly, the patient was very happy with the outcome. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).